Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) and reported that a discordant, falsely elevated albumin/csf result was obtained on a patient sample using n antiserum to human albumin lot 153936e on a bn prospec system (serial number: 123196). Siemens analyzed the submitted data file. The cause of the discordant result could not be determined. No other patient samples or quality controls (qc) were reported to be discordant by the customer. Sample integrity or pre-analytical issues could not be ruled out. The reagent is performing according to specifications. No further evaluation of this device is required.

Event description:
A discordant, falsely elevated albumin/cerebrospinal fluid (csf) result was obtained using n antiserum to human albumin lot 153936e on the bn prospec system (serial number: (B)(4)). Albumin was used for calculating the csf/albumin serum ratio. The initial falsely elevated result was not reported to the physician(s). The initial sample was repeated using the same instrument and reagent, resulting in a lower value. A second repeat was performed to confirm the lower result and it also resulted lower. There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated albumin/csf result.